Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and it was unable to detect on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed and it was unable to detect on bus. The field service engineer had found no light emitting diode (led) illuminated on the pyxis bus controller and had discovered knicks on the retractor band cable. The fse had resolved the issue by replacing both components and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.